Event description:
Caller alleged discrepant inratio results. Results as follows: date ng, inratio 1.6, lab 2.6. Therapeutic range: unk. Caller reports that they are wiping away the first drop blood. Stated they have some new employees and thinks issues could be related to inconsistency in proper technique.

Manufacturer narrative:
The customer was wiping away the first drop of blood after the finger stick was performed. Be advised the customer is to apply the first single hanging drop of blood onto the sample well during sample application. The customer's improper technique cannot be ruled out as a possible root cause for the observed inr values. It is unk how much time elapsed between each method of testing. If the time between testing exceeds three hours, changes in pt's status may contribute to unexpected errors or inr results. Three hours is considered a reasonable length of time between the readings in order for the comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: pt - pt a, date unk, inratio 1.6, reference 2.6, mean 2.1, confidence limits 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values for pt a were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. Since a lot number was not provided, and the product associated with the complaint was not returned, product support was unable to perform further investigation. Further investigation was not possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison met accuracy criteria. Unable to perform retained strip test due to unk strip lot number. No further investigation is possible. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Trend analysis is not required at this time as no strip lot info was provided. This issue will be subject to future tracking. Corrective action not required at this time.